Event description:
It was reported neutral bidirectional valves had leakage issues. The following information was provided by the initial reporter: "the customer states that during the dressing change for patient as flushing neutrox was leaking."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-12-07. H6: investigation summary (B)(4) samples from lot 20e19-tnv were received for investigation of complaint; five were received in sealed packaging and two were received in opened packaging, one of which was connected to an unknown extension set. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl for investigation. They performed pressure testing on the returned samples, which confirmed the customer's experience; leakage was observed between the connection of the back check valve to the neutraclear component on the two samples received in opened packaging. No leakage or associated manufacturing defects were observed to the samples received in sealed packaging. A definitive root cause for the observed leakage could not be determined as it was not possible to disassemble the two components; however in this instance the customer's experience is likely to have been caused by an inconsistent amount of solvent having been applied at the joint, this is a manually assembled connection and therefore is likely to have occurred due to human error. A review of the production records for lot 20e19-tnv did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the el250 product in the past 12 months.

Manufacturer narrative:
The manufacturing location for this product is cair. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 20e19-tnv. This does not match the catalog number provided. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported neutral bidirectional valves had leakage issues. The following information was provided by the initial reporter: "the customer states that during the dressing change for patient as flushing neutrox was leaking."